Event description:
It was reported that pump's cut-off pressure is too low. There was no patient harm reported.

Manufacturer narrative:
One device was returned for analysis of complaint that pump's cut-off pressure is too low. Investigation of the service history of this device shows that this device has not been in for service yet. Review of the event history log shows "high pressure" alarm messages. Visual and functional testing was performed. Display glass is cracked, and downstream occlusion (dso) seal has a bubble. Functional testing found the cut-off pressure was at 1,4 bar, which in the correct range. The reported issue was not confirmed, and the device will be submitted for functional and delivery testing. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional analysis.